Event description:
Account states they are getting erratic sodium and chloride values for a few patients. The incorrect results were not reported. The field service rep repaired the instrument by replacing a defective sample probe.